Event description:
The facility reports the lvn tried to lower the ceiling lift but the hanger bar was stuck high in the ceiling. She moved the unit side to side with the hand control and attempted to send it to the charger. It would not return to charge. When the lvn went behind the pt, the hanger bar fell and hit the pt on his head. No injuries were reported.